Event description:
Fast flow. Pump infused in approximately 14 hrs instead of 30 hrs. Only 1 patient, but 2 incidents. Patient experienced tachycardia and high blood pressure (drug related symptoms). The patient experienced the same symptoms when a second pump was placed. Patient was better after infusion discontinued, so no intervention was required.

Manufacturer narrative:
Received one empty/used pump for evaluation and investigation. Visual inspection of the pump revealed dry medication in the flow restrictor orifice. The pump was refilled with normal saline solution to the nominal fill volume of 60 ml. When the pinch clamp was opened, the pump did not infuse. The tubing was removed from the pump and the pump without the tubing infused. The tubing was then cleaned with a warm bath and air source for 24 hrs, but the occlusion could not be removed. The reported complaint of fast flow could not be confirmed due to the occlusion of the flow restrictor. No conclusion can be reached as to why the pump appeared to infuse in 14 instead of 30 hrs. A CAPA was assigned for the root cause investigation for fast flows. The device history record was reviewed for the lot reported and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints for the reported lot.